Event description:
New information reported on 04/20/2016 stated that the lead remained implanted. The patient was asymptomatic during the clinic visit.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon review of previous clinic notes, it was noted that the right atrial lead had exhibited low lead impedance and varying r waves in bipolar mode. No intervention was reported. No additional information was available at this time.